Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the b30 communication problem following was due to a cut on the ccd cable and dirt on the electrical contacts of the video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that a b30 scope communication error occurred on the flex deflectable videoscope, along with dirt on the electrical contacts of the video connector. There was no patient involvement.